Event description:
The customer stated that his meter was giving low readings from 5.3-5.6. The meter was set in mmol/l. The customer was not able to reset the meter to mg/dl. The customer did not adjust medication or allege any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.